Event description:
It was reported that the customer's insulin pump had a blank display with no preceding alerts or alarms. The customer's blood glucose level was 220 mg/dl. Standard troubleshooting was performed. The display did not return after a battery change. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
No low battery alert, off no power alert, bad battery alert, failed battery alert, weak battery alarms or battery out limit alarm could be verified due to a blank display. The displacement test, off no power teat and operating currents could not be performed due to the blank display. The insulin pump had a blank display due to a severely corroded battery tube and battery cap contact. A cracked display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.